Event description:
It was reported that during a pulsed field ablation (pfa) procedure the patient experienced a complete heart block and a cardiac arrest. During the mapping phase of a procedure where a farawave 31 mm catheter was selected for use, the patient experienced a complete heart block, had no pressure and finally a cardiac arrest. The patient required cardiopulmonary resuscitation and a temporally pacer. Additionally prolonged hospitalization was reported. The patient is expected to fully recover. No more information was provided. No device issues were reported. The device is not expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.